Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repair surgery, when the ultra fast fix t1 was deployed, after removing the inserter from the meniscus and priming t2, t2 fell off the inserter and was loose in the knee. The t1 implant was left secured in the patient, and the suture on t2 was cut using arthroscopic scissors. It was then removed with a grasper from the patient's knee. The procedure was completed with a surgical delay of less than 30 minutes using a back-up device. No further complications were reported.